Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient fell and dislocated the femoral stem. A revision procedure was performed on (B)(6) 2012 to remove and replace the femoral stem, femoral head and acetabular liner. There were scratches noted on the explanted head and liner during the revision.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight gain, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00781 / 00783).

Manufacturer narrative:
Evaluation of the returned component was inconclusive. Evaluation confirmed the presence of scratches; however, it is unknown if the scratches occurred as a result of the patient falling or if they are from the removal tools used during extraction of the implant.